Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump was received without a battery installed, missing retainer, and missing reservoir tube o-ring. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Power management tool shows that the backup battery loaded voltage and unloaded voltage are within specification range. The insulin pump was received with normal operating currents. No unexpected low battery or failed battery test/battery failed alarms during testing. No damage to the battery tube noted during physical inspection. The insulin pump also received with scratched case, missing end cap address label, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced failed battery test, low battery alert and damage on the insulin pump. The customer's blood glucose level was 269 mg/dl at the time of the incident. The customer stated that there is not a lot of time between the low batteries and when it dies. The customer stated that she never received a low battery and the pump alarmed failed battery and change battery. The customer stated that the battery was stuck in the cap and she was not able to get it out. The product was returned for analysis.